Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding an undersized triathlon femoral component in addition to fracture of the post feature on a triathlon ps insert component was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: the following comments were made by the consulting clinician upon review of the available information: x-rays would be required to support the current information with more details. It appears quite likely that the failure cause was procedure-related as related to undersizing of the femoral component that may cause improper functionality in the post/cam mechanism of the ps knee. This causes a local overload condition that may easily cause a fatigue fracture in the tibial bearing post. No evidence for patient-related or device-related failure factors is present. So, in conclusion, the case reported is quite consistent with a procedure-related failure mode due to femoral undersizing but this was already reported in the pi intake and although all limited available information is quite consistent with this, there is no additional and specific information to further support this. As such, a formal review would yield no further supporting information to solve this case due to lack of adequate further information. X-rays could provide the proper information to accomplish this. -device history review: indicated that all devices accepted into final stock met specification. -complaint history review: indicated that there have not been any other similar events for the specified lot. Conclusions: the medical review of the provided information indicated that it appears quite likely that the failure cause was procedure-related as related to undersizing of the femoral component that may cause improper functionality in the post/cam mechanism of the ps knee. This causes a local overload condition that may easily cause a fatigue fracture in the tibial bearing post. No evidence for patient-related or device-related failure factors is present. No further investigation for this event is required at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Notified by surgeon to request the stryker triathlon knee revision system to revise a primary stryker triathlon done on (B)(6) 2011 at a different hospital by a different surgeon. On (B)(6) 2015 the surgeon performed a femoral component replacement and poly upgrade due to flexion instability and pain. During removal of primary femoral component and poly, it was identified that the post on the poly had sheared off at the base. Sales rep reported on 6/2/2015 that the primary femoral component was undersized.

Event description:
Notified by surgeon to request the stryker triathlon knee revision system to revise a primary stryker triathlon done on (B)(6) 2011 at a different hospital by a different surgeon. On (B)(6) 2015 the surgeon performed a femoral component replacement and poly upgrade due to flexion instability and pain. During removal of primary femoral component and poly, it was identified that the post on the poly had sheared off at the base. Sales rep reported on (B)(4) 2015 that the primary femoral component was undersized.